Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 500 hematology analyzer. The instrument was giving ¿aspiration¿ errors when the leak was noticed. The volume of the leak was about 5 cc and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective (ppe), consisting of gloves, glasses and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated as a result of this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter service was not dispatched for this event because the customer was able to troubleshoot over the phone with help from customer technical support (cts). The customer discovered that the leak was caused by worn tubing through pinch valve pv44. Pinch valve pv44 controls the pressurized diluent for flushing the upper part of the flowcell. The customer replaced the tubing and the instrument ran without any leaks. The cause of the leak was attributed to worn tubing through pinch valve pv44. (B)(4).